Event description:
The trocar was inserted into the abdomen and bleeding was noted at the trocar site, because the trocar had penetrated peritoneum anterior and posterior to the aorta. As a result, the surgeon decided to convert the procedure to an open surgery to perform a laparotomy and repair of the aortic tear to complete the case without further incident. Procedure: laproscopic cholecystectomy. Pt status: unk.